Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle metal on metal revision to a ts ceramic head with a poly liner due to metal ion issues. Metal ion levels were high.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected: date of this report. Date received by manufacturer. The initial report was sent with an incorrect received date. The report was received by the manufacturer on november 2, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected: date of this report. Date received by manufacturer. The initial report was sent with an incorrect received date. The report was received by the manufacturer on november 2, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.